Manufacturer narrative:
Photos were provided for review and confirm separation of the hydro-gel barrier. As reported the phasix st mesh was introduced into the body cavity without first hydrating the product. Based on the photo evaluation and investigation performed, the root cause of the separation is the result of not hydrating the mesh prior to use. Per the instructions-for-use (IFU), supplied with the device, the "phasix st mesh should be hydrated in saline for no more than 1-3 seconds just prior to laparoscopic placement. To protect the resorbable coating during laparoscopic mesh insertion, insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not force the prosthesis through trocar. If phasix st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar. Note, the trocar size used in this procedure was not provided, however the minimum trocar size per the IFU for product code used (1200710) is 12mm. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: not returned.

Event description:
As reported, a phasix st mesh was placed into the patient¿s body without hydration. It was reported that upon contact with the tissue, the mesh bends completely and fixation becomes impossible. There was no reported patient injury.